Event description:
Case reference number (B)(4) is a spontaneous report sent on 29-jul-2024 by a physician concerning a 71-year-old female patient. The medical history of patient included cerebral infarction in 2021 and heart failure. The patient was not pregnant. The treatment and procedure history included unspecified medications for heart failure for 7-8 years; ipl, toning and tca peeling/clarity toning 12 times by the doctor in 2016. No information about history of allergies or previous filler treatments has been provided. The reconstruction method of the sculptra was prepared by mixing 8.2 ml of sterile water [water for injection] and 2.2 ml of lidocaine [lidocaine]. The treatment with sculptra was injected by using 21 gauge (cannula) or 22 gauge (cannula) for her entire face, and 23 gauge (sharp) for her temple areas. On (B)(6) 2023, the patient underwent the first cycle of the sculptra procedure. At that time, her blood pressure was 144/66 mmhg, and her pulse rate was 71 times per minute. The sculptra injection site and dosage of the first cycle were -temple (right) 1.4ml; temples (left) 1.4ml; front cheek (right) 1.4ml; front cheek (left) 1.4ml; side cheek (right) 2.8ml; side cheek (left) 3.5ml; marionette (right) 2.1ml; marionette (left) 1.4ml; philtrum (right) 0.7ml; jaw line (right) 0.7ml; nasolabial fold (right) 0.7ml; and nasolabial fold (left) 0.7ml. She got massage on the injection sites of the sculptra. The sculptra was reconstituted with 8.2ml of sterile water/injected using 21 gauge (cannula) or 22 gauge(cannula), 23 gauge (sharp) (intentional device misuse). On the same day, she was injected botox [botulinum toxin type a] to face areas by the physician. On (B)(6) 2023, the patient underwent a massage of the treatment areas and was injected botox on unknown face areas by the physician. On (B)(6) 2023, the patient underwent the second cycle of the sculptra procedure. Her blood pressure was 155/76 mmhg, and her pulse rate was 74 times per minute. The sculptra injection site and dosage of the second cycle were - temples (right): 0.7 ml, temples (left): 0.7 ml, front cheek (right): 2.1 ml, front cheek (left): 2.1 ml, side cheek (right): 1.4 ml, side cheek (left): 2.1 ml, under-eye (right): 0.7 ml, under-eye (left): 0.7 ml, marionette (right): 0.7 ml, philtrum (right): 0.7 ml, philtrum (left): 0.7 ml, jaw line (right): 2.1 ml, jaw line (left): 2.1 ml, under-lip (right): 0.7 ml, under-lip (right): 1.4 ml, and nasolabial fold (left) 0.7ml. The sculptra treatment sites were massaged. On (B)(6) 2023, patient underwent a massage to the treatment areas. On (B)(6) 2024, the patient underwent the third cycle of the sculptra procedure. Her blood pressure was 157/72 mmhg, and her pulse rate was 75 times per minute. The sculptra injection site and dosage of the third cycle were - temple (right): 0.7ml, temple (left): 0.7ml, front cheek (right): 2.1 ml, front cheek (left): 2.1 ml, side cheek (right): 1.4 ml, side cheek (left): 2.1 ml, under-eye (right): 1.4 ml, under-eye (left): 0.7 ml, marionette (right): 0.7 ml, marionette (left): 0.7 ml philtrum (right): 1.4 ml, philtrum (right): 1.4ml, jaw line (right): 2.1 ml, jaw line (left): 2.1ml, under-lip (right): 1.4 ml, under lip (right): 1.4 ml, nasolabial (left): 0.7 ml, nasolabial fold (right): 0.7 ml, and nasolabial fold (left) 0.7ml. On (B)(6) 2024, the patient got a massage to the treatment areas. On (B)(6) 2024, the patient's cheeks were swollen/oedema (implant site oedema) from a week before the visit of the clinic. She was diagnosed with infectious dermatitis (dermatitis infected) and allergic contact dermatitis (dermatitis contact) by the physician. As a corrective treatment, patient received high frequency laser on cheeks and ear lines and intramuscular injections of lincomycin [lincomycin] 1 ampoule, dexa [dexamethasone] 1 ampoule and received 10ml of selenium [selenium] vascular injection. The physician prescribed oral medications and recommended to apply cold bag on face. The oral medications included genuone loxoprofen sodium [loxoprofen sodium dihydrate], 1 tab, 60mg per oral, three time a day ceclor mr [cefaclor monohydrate] 1tab, 375mg per oral, three time a day, hydro 1 tab, [hydrocortisone] per oral, three time a day, almagel 1 tab, [almagate] per oral, three time a day. On (B)(6) 2024, the patient reported that her symptoms were improving. As a treatment, patient received high frequency laser on cheeks and ear lines and intramuscular injections of lincomycin 1 ampoule, dexa 1 ampoule and received 10ml of selenium vascular injection. On (B)(6) 2024, the patient had warm feeling (implant site warmth) and oedema on her cheeks from the night of (B)(6) 2024. Her mouth was also swollen, and it was difficult to open. As a treatment, the patient received high frequency laser on her cheeks and ear lines and intramuscular injections of lincomycin 1 ampoule, dexa 1 ampoule and received 10ml of selenium vascular injection. On (B)(6) 2024, the physician diagnosed allergic reaction (implant site hypersensitivity). Her symptoms were recovering. As a treatment, the patient received high frequency laser on her cheeks and ear lines and intramuscular injections of lincomycin 1 ampoule, dexa 1 ampoule and received 10ml of selenium vascular injection. On (B)(6) 2024, the patient complained of pain/tenderness (implant site pain) from jaw lines to upper cheeks. As a treatment, patient received high frequency laser on her cheeks and ear lines and intramuscular injections of lincomycin 1 ampoule, dexa 1 ampoule and received 10ml of selenium vascular injection. On (B)(6) 2024, the patient noticed that the pain from jaw lines to upper cheeks was recovering but her left cheek was still swelling. As a treatment, patient received high frequency laser on her cheeks and ear lines and intramuscular injections of lincomycin 1 ampoule, dexa 1 ampoule and also received 10ml of selenium vascular injection. On (B)(6) 2024, the patient consulted the doctor because she had pain and swelling all over mouth and cheeks. She was treated with stent for myocardial infarction on one day between (B)(6) 2024. She received cooler on her cheeks, ear lines and got intramuscular injections of lincomycin 1 ampoule, dexa 1 ampoule and received 10ml of selenium vascular injection. Furthermore, she received cryocell for 5 minutes, soothing gel and izencia to face. On (B)(6) 2024, her symptoms were recovering. However, when the physician palpated her face, she complained of pain. Then, she received cryocell on her cheeks, ear lines and intramuscular injections of lincomycin 1 ampoule, dexa 1 ampoule and received 10ml of selenium vascular injection. On (B)(6) 2024, her symptoms were recovering. She said that the facial clumps (implant site mass) were also improving and received ucell on her cheeks and intramuscular injections of lincomycin 1 ampoule, dexa 1 ampoule and received 10ml of selenium vascular injection. On (B)(6) 2024, patient was recovering. She received ucell on her cheeks, ear lines and intramuscular injections of lincomycin 1 ampoule, dexa 1 ampoule and received 10ml of selenium vascular injection. On (B)(6) 2024, her symptoms were resolving. The clumps were still palpable on face. The physician recommended to apply warm pack on face, injected total 0.6ml of betamethasone [betamethasone] on her cheeks (0.3ml right, 0.3ml left). She received ucell on her cheeks, ear lines and 10ml of selenium vascular injection. Since on (B)(6) 2024, the patient was treated with keistatin [azelastine hydrochloride] 1 tab, per oral, twice a day. On (B)(6) 2024, the patient had tenderness on face. The clumps were still palpable on face. As a treatment, patient received high frequency laser on her cheeks and ear lines and got intramuscular injections of lincomycin 1 ampoule, dexa 1 ampoule and received 10ml of selenium vascular injection. On (B)(6) 2024, the patient reported that she had facial swelling and pain from the evening of (B)(6) 2024 and was not able to open mouth properly. As a treatment, the patient received ucell, high frequency laser on her cheeks and ear lines and got intramuscular injections of lincomycin 1 ampoule, dexa 1 ampoule and received 10g of unspecified vitamin vascular injection. On (B)(6) 2024, her facial swelling and pain were resolving. The face clumping was also improving and recommended to use warm pack. She received high frequency laser on her cheeks and ear lines and intramuscular injections of lincomycin 1 ampoule, dexa 1 ampoule and received 10g of vitamin vascular injection. On (B)(6) 2024, the patient still experienced facial swelling and pain but symptoms were resolving. She received high frequency laser on her cheeks, ear lines, and temples and got intramuscular injections of lincomycin 1 ampoule, dexa 1 ampoule and received 10g of vitamin vascular injection. On (B)(6) 2024, the physician still palpated clumps on face. As a treatment, the physician injected total 0.6ml of betamethasone on cheeks (0.4ml right, 0.2ml left). She received high frequency laser on her cheeks, ear lines and temples and received 10g of vitamin vascular injection. On (B)(6) 2024, the patient still felt clumpy on face. As a treatment, the doctor injected total 0.9 ml of betamethasone on cheeks (0.4ml right, 0.5ml left). She received high frequency laser on her cheeks, ear lines and temples and received 10g of vitamin vascular injection. On (B)(6) 2024, the physician still palpated clumps on face. As a treatment, the doctor injected total 1.2ml of betamethasone on cheeks (0.7ml right, 0.5ml left), received high frequency laser on her cheeks, ear lines and temples and received 10g of vitamin vascular injection. On (B)(6) 2024, the patient reported her symptoms were resolving. As a treatment, the physician injected total 0.9ml of betamethasone on cheeks (0.6ml right, 0.3ml left), received high frequency laser on her cheeks, ear lines and temples and received 10g of vitamin vascular injection. On (B)(6) 2024, the patient informed that she had facial edema and pain from (B)(6) 2024. As a treatment, patient received high frequency laser on her cheeks, ear lines, and temples and got intramuscular injections of lincomycin 1 ampoule, dexa 1 ampoule and also received 10ml of selenium vascular injection. On (B)(6) 2024, the patient noticed that symptoms were resolving. As a treatment, she received high frequency laser on her cheeks, ear lines, and temples and intramuscular injections of lincomycin 1 ampoule, dexa 1 ampoule and received 10ml of selenium vascular injection. On (B)(6) 2024, the physician still palpated clumps on face. As a treatment, patient received high frequency laser on her cheeks, ear lines, and temples and intramuscular injections of lincomycin 1 ampoule, dexa 1 ampoule and also received 10ml of selenium vascular injection. At the time of reporting, her symptoms were waxing and waning. The reporter assessed the severity of the events as moderate and causality as not assessable. Outcome at the time of the report: swollen/oedema was not recovered/not resolved/ongoing. Infectious dermatitis was not recovered/not resolved/ongoing. Allergic contact dermatitis was not recovered/not resolved/ongoing. Warm feeling was not recovered/not resolved/ongoing. Allergic reaction was not recovered/not resolved/ongoing. Pain/tenderness was not recovered/not resolved/ongoing. Clumps was not recovered/not resolved/ongoing. Sculptra was reconstituted with 8.2ml of sterile water/injected using 21 gauge (cannula) or 22 gauge(cannula), 23 gauge (sharp) was recovered/resolved.

Manufacturer narrative:
Company comment: the serious event of dermatitis infected, dermatitis contact and hypersensitivity at implant site and the non-serious events of warmth, oedema, mass, and pain at implant site were considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions to prevent permanent damage. The potential root cause includes injection procedure associated with inadequate aseptic technique and/or the patient's hypersensitivity to the product. . Alternative etiology could include undisclosed/undiagnosed medical conditions, which can lead to hypersensitivity reaction with patients treated with sculptra. The sculptra was intentionally misused with regards to dilution and cannula use. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure or the product. Lot number was not reported, and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted until further information is received. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number: (B)(4) is a spontaneous report sent on 29-jul-2024 by a physician concerning a 71-year-old female patient. The medical history of patient included cerebral infarction in 2021 and heart failure. The treatment and procedure history included unspecified medications for heart failure for 7-8 years as well as ipl, toning and tca peeling/clarity toning performed 12 times by the physician in 2016. The patient was not pregnant. No information regarding a history of allergies or previous filler treatments has been provided. The sculptra was reconstituted by mixing 8.2 ml of sterile water [water for injection] and 2.2 ml of lidocaine [lidocaine]. The sculptra treatment was performed using a 21-gauge cannula or a 22-gauge cannula for the entire face, and a 23-gauge sharp (presumably a needle) for the temple areas. The sculptra was reconstituted with 8.2ml of sterile water/injected using 21 gauge (cannula) or 22 gauge (cannula), 23 gauge (sharp) (intentional device misuse). On (B)(6) 2023, the patient received the first treatment with sculptra. At that time, her blood pressure was 144/66 mmhg, and her pulse rate was 71 times per minute. The sculptra injection sites and volumes injected during the first treatment included temple (right) 1.4ml; temples (left) 1.4ml; front cheek (right) 1.4ml; front cheek (left) 1.4ml; side cheek (right) 2.8ml; side cheek (left) 3.5ml; marionette (right) 2.1ml; marionette (left) 1.4ml; philtrum (right) 0.7ml; jaw line (right) 0.7ml; nasolabial fold (right) 0.7ml; and nasolabial fold (left) 0.7ml. The injection sites were massaged following the procedure. On the same day, the patient received botox [botulinum toxin type a] injections to facial areas by the physician. On (B)(6) 2023, the patient underwent a massage of the treatment areas and received additional botox injections to unknown facial areas by the physician. On (B)(6) 2023, the patient received the second treatment with sculptra. At that time, her blood pressure was 155/76 mmhg, and her pulse rate was 74 times per minute. The sculptra injection sites and volumes injected during the second treatment included temples (right): 0.7 ml, temples (left): 0.7 ml, front cheek (right): 2.1 ml, front cheek (left): 2.1 ml, side cheek (right): 1.4 ml, side cheek (left): 2.1 ml, under-eye (right): 0.7 ml, under-eye (left): 0.7 ml, marionette (right): 0.7 ml, philtrum (right): 0.7 ml, philtrum (left): 0.7 ml, jaw line (right): 2.1 ml, jaw line (left): 2.1 ml, under-lip (right): 0.7 ml, under-lip (right): 1.4 ml, and nasolabial fold (left) 0.7ml. The injection sites were massaged following the procedure. On (B)(6) 2023, the patient underwent a massage of the treatment areas. On (B)(6) 2024, the patient received the third treatment with sculptra. At that time, her blood pressure was 157/72 mmhg, and her pulse rate was 75 times per minute. The sculptra injection sites and volumes injected during the third treatment included temple (right): 0.7ml, temple (left): 0.7ml, front cheek (right): 2.1 ml, front cheek (left): 2.1 ml, side cheek (right): 1.4 ml, side cheek (left): 2.1 ml, under-eye (right): 1.4 ml, under-eye (left): 0.7 ml, marionette (right): 0.7 ml, marionette (left): 0.7 ml philtrum (right): 1.4 ml, philtrum (right): 1.4ml, jaw line (right): 2.1 ml, jaw line (left): 2.1ml, under-lip (right): 1.4 ml, under lip (right): 1.4 ml, nasolabial (left): 0.7 ml, nasolabial fold (right): 0.7 ml, and nasolabial fold (left) 0.7ml. On (B)(6) 2024, the patient underwent a massage of the treatment areas. On (B)(6) 2024, the patient presented with swollen/oedema (implant site oedema) cheeks that had been present for a week prior to the clinic visit. She was diagnosed with infectious dermatitis (dermatitis infected) and allergic contact dermatitis (dermatitis contact) by the physician. As corrective treatment, the patient received high-frequency laser therapy on the cheeks and ear lines, intramuscular injections of lincomycin [lincomycin] (1 ampoule), dexa [dexamethasone] (1 ampoule), and a 10ml vascular injection of selenium [selenium]. The physician prescribed oral medications and recommended the application of a cold bag to the face. The oral medications included genuone loxoprofen sodium [loxoprofen sodium dihydrate] 1 tab, 60mg per oral, three times a day), ceclor mr [cefaclor monohydrate] 1tab, 375mg per oral, three times a day, hydro [hydrocortisone] 1 tab, per oral, three times a day, and almagel [almagate] 1 tab, per oral, three times a day. On (B)(6) 2024, the patient reported improvement in her symptoms. As treatment, she received high-frequency laser therapy on the cheeks and ear lines, intramuscular injections of lincomycin (1 ampoule), dexa (1 ampoule), and a 10ml vascular injection of selenium. On (B)(6) 2024, the patient experienced a warm feeling (implant site warmth) and oedema on her cheeks starting from the night on (B)(6) 2024. Her mouth was also swollen, making it difficult to open. As treatment, the patient received high-frequency laser therapy on the cheeks and ear lines, intramuscular injections of lincomycin (1 ampoule), dexa (1 ampoule), and a 10ml vascular injection of selenium. On (B)(6) 2024, the physician diagnosed allergic reaction (implant site hypersensitivity). Her symptoms were recovering. As treatment, the patient received high-frequency laser therapy on the cheeks and ear lines, intramuscular injections of lincomycin (1 ampoule), dexa 1 (ampoule), and a 10ml vascular injection of selenium. On (B)(6) 2024, the patient complained of pain/tenderness (implant site pain) from the jawlines to the upper cheeks. As treatment, the patient received high-frequency laser therapy on the cheeks and ear lines, intramuscular injections of lincomycin (1 ampoule), dexa 1 (ampoule), and a 10ml vascular injection of selenium. On (B)(6) 2024, the patient noticed that the pain from jawlines to the upper cheeks was recovering, but her left cheek was still swelling. As treatment, the patient received high frequency laser on her cheeks and ear lines, intramuscular injections of lincomycin (1 ampoule), dexa 1 (ampoule), and a 10ml vascular injection of selenium. On (B)(6) 2024, the patient consulted the doctor due to pain and swelling in the mouth and cheeks. She was treated with a stent for myocardial infarction on a day between on (B)(6) 2023 and on (B)(6) 2024. She received cooling treatment on her cheeks, ear lines, intramuscular injections of lincomycin (1 ampoule), dexa 1 (ampoule), and a 10ml vascular injection of selenium. Additionally, she received cryocell for 5 minutes, soothing gel, and izencia on her face. On (B)(6) 2024, her symptoms were recovering. However, she complained of pain when the physician palpated her face. She then received cryocell on her cheeks, ear lines, intramuscular injections of lincomycin (1 ampoule), dexa 1 (ampoule), and a 10ml vascular injection of selenium. On (B)(6) 2024, her symptoms continued to improve. She reported that the facial clumps (implant site mass) were also improving. She received ucell on her cheeks and intramuscular injections of lincomycin (1 ampoule), dexa 1 (ampoule), and a 10ml vascular injection of selenium. On (B)(6) 2024, the patient was recovering. She received ucell on her cheeks, ear lines, and intramuscular injections of lincomycin (1 ampoule), dexa 1 (ampoule), and a 10ml vascular injection of selenium. On (B)(6) 2024, her symptoms were resolving. The clumps were still palpable on her face. The physician recommended to apply a warm pack on the face and injected a total of 0.6ml of betamethasone [betamethasone] to her cheeks (0.3ml right, 0.3ml left). The patient also received ucell on her cheeks, ear lines, along with a 10ml vascular injection of selenium. Since on (B)(6) 2024, the patient was treated with keistatin [azelastine hydrochloride] 1 tab, per oral, twice a day. On (B)(6) 2024, the patient experienced tenderness on face. The clumps were still palpable on the face. As treatment, the patient received high-frequency laser therapy on her cheeks and ear lines, intramuscular injections of lincomycin (1 ampoule), dexa 1 (ampoule), and a 10ml vascular injection of selenium. On (B)(6) 2024, the patient reported facial swelling and pain starting from the evening on (B)(6) 2024, and difficulty opening her mouth. As treatment, the patient received ucell, high-frequency laser therapy on her cheeks and ear lines, intramuscular injections of lincomycin (1 ampoule), dexa 1 (ampoule), and a 10g vascular injection of an unspecified vitamin. On (B)(6) 2024, her facial swelling and pain were resolving, and the face clumping was improving. She was recommended to use warm pack. The patient received high-frequency laser therapy on her cheeks and ear lines, intramuscular injections of lincomycin (1 ampoule), dexa 1 (ampoule), and a 10g vascular injection of an unspecified vitamin. On (B)(6) 2024, the patient still experienced facial swelling and pain, but the symptoms were resolving. She received high-frequency laser therapy on her cheeks, ear lines, and temples, along with intramuscular injections of lincomycin (1 ampoule), dexa 1 (ampoule), and a 10g vascular injection of an unspecified vitamin. On (B)(6) 2024, the physician still palpated clumps on her face. As treatment, the physician injected a total of 0.6ml of betamethasone to cheeks (0.4ml right, 0.2ml left). She received high-frequency laser therapy on her cheeks, ear lines, and temples, and a 10g vascular injection of an unspecified vitamin. On (B)(6) 2024, the patient still felt clumps on her face. As treatment, the doctor injected a total of 0.9 ml of betamethasone to cheeks (0.4ml right, 0.5ml left). She received high-frequency laser therapy on her cheeks, ear lines, and temples, and a 10g vascular injection of an unspecified vitamin. On (B)(6) 2024, the physician still palpated clumps on her face. As treatment, the doctor injected a total of 1.2ml of betamethasone on cheeks (0.7ml right, 0.5ml left). She received high-frequency laser therapy on her cheeks, ear lines, and temples, and a 10g vascular injection of an unspecified vitamin. On (B)(6) 2024, the patient reported her symptoms were resolving. As treatment, the physician injected a total of 0.9ml of betamethasone to cheeks (0.6ml right, 0.3ml left). She received high-frequency laser therapy on her cheeks, ear lines, and temples, and a 10g vascular injection of an unspecified vitamin. On (B)(6) 2024, the patient reported experiencing facial edema and pain since on (B)(6) 2024. As treatment, the patient received high-frequency laser therapy on her cheeks, ear lines, and temples, along with intramuscular injections of lincomycin (1 ampoule), dexa 1 (ampoule), and a 10ml vascular injection of selenium. On (B)(6) 2024, the patient observed that her symptoms were resolving. As treatment, the patient received high-frequency laser therapy on her cheeks, ear lines, and temples, along with intramuscular injections of lincomycin (1 ampoule), dexa 1 (ampoule), and a 10ml vascular injection of selenium. On (B)(6) 2024, the physician still palpated clumps on the patient's face. As treatment, the patient received high-frequency laser therapy on her cheeks, ear lines, and temples, along with intramuscular injections of lincomycin (1 ampoule), dexa 1 (ampoule), and a 10ml vascular injection of selenium. On (B)(6) 2024, additional information was reported by the reporting physician. The patient had consulted another plastic surgeon on an unknown date. Following the consultation, the surgeon advised the patient to stop all treatments and to monitor her symptoms. Additionally, the surgeon indicated that long-term treatments would be necessary. On 07-oct-2024, additional information was reported by the reporting physician. The patient had seen the plastic surgeon on (B)(6) 2024. The plastic surgeon explained that the patient's symptoms were improving. The surgeon recommended taking singulair tablet for pain and recommended for comprehensive medical testing due to low cortisol level. The patient took singulair tablet [montelukast sodium] for facial pain a few days after patient lastly saw the surgeon. On (B)(6) 2024, the physician reported that the symptoms were waxing and waning. Currently, the patient has been visiting the physician 6-7 times per month. The patient has received injections of antibiotics and steroids, and high-frequency treatment to her face. Additionally, the patient has been taking oral steroid, oral anti-allergic drugs, and oral anti-inflammatory drugs. At the time of reporting, her symptoms have been repeatedly worsening and improving. The reporter assessed the severity of the events as moderate and causality as not assessable. Outcome at the time of the report: swollen/oedema was recovering/resolving. Infectious dermatitis was recovering/resolving. Allergic contact dermatitis was recovering/resolving. Warm feeling was recovering/resolving. Allergic reaction was recovering/resolving. Pain/tenderness was recovering/resolving. Clumps was recovering/resolving. Sculptra was reconstituted with 8.2ml of sterile water/injected using 21 gauge (cannula) or 22 gauge(cannula), 23 gauge (sharp) was recovered/resolved. Tracking list: v.0 initial. V.1 fu received on (B)(6) 2024 from the same reporter: information regarding patient demographics, consultation with another plastic surgeon and recommendations was provided. V.2 fu received on (B)(6) 2024 from the same reporter: device implant date, outcome of the events and corrective treatment details were updated. V.3 fu received on (B)(6) 2024 from the same reporter: information about recurrence of events, physician visits and corrective treatments has been provided.

Manufacturer narrative:
Company comment: the serious event of dermatitis infected, dermatitis contact and hypersensitivity at implant site and the non-serious events of warmth, oedema, mass, and pain at implant site were considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions and temporary damage of a tissue structure. The potential root cause includes injection procedure associated with inadequate aseptic technique and/or the patient's hypersensitivity to the product. Alternative etiology could include undisclosed/undiagnosed medical conditions, which could lead to a hypersensitivity reaction in patients treated with sculptra. The sculptra was intentionally misused with regards to dilution and cannula use. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure or the product. Lot number was not reported, and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted until further information is received. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Manufacturer narrative:
Company comment: the serious event of dermatitis infected, dermatitis contact and hypersensitivity at implant site and the non-serious events of warmth, oedema, mass, and pain at implant site were considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions to prevent permanent damage. The potential root cause includes injection procedure associated with inadequate aseptic technique and/or the patient's hypersensitivity to the product. Alternative etiology could include undisclosed/undiagnosed medical conditions, which could lead to a hypersensitivity reaction in patients treated with sculptra. The sculptra was intentionally misused with regards to dilution and cannula use. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure or the product. Lot number was not reported, and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted until further information is received. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 29-jul-2024 by a physician concerning a 71-year-old female patient. The medical history of patient included cerebral infarction in 2021 and heart failure. The treatment and procedure history included unspecified medications for heart failure for 7-8 years as well as ipl, toning and tca peeling/clarity toning performed 12 times by the physician in 2016. The patient was not pregnant. No information regarding a history of allergies or previous filler treatments has been provided. The sculptra was reconstituted by mixing 8.2 ml of sterile water [water for injection] and 2.2 ml of lidocaine [lidocaine]. The sculptra treatment was performed using a 21-gauge cannula or a 22-gauge cannula for the entire face, and a 23-gauge sharp (presumably a needle) for the temple areas. Sculptra was reconstituted with 8.2ml of sterile water/injected using 21 gauge (cannula) or 22 gauge(cannula), 23 gauge (sharp) (intentional device misuse). On (B)(6) 2023, the patient received the first treatment with sculptra. At that time, her blood pressure was 144/66 mmhg, and her pulse rate was 71 times per minute. The sculptra injection sites and volumes injected during the first treatment included temple (right) 1.4ml; temples (left) 1.4ml; front cheek (right) 1.4ml; front cheek (left) 1.4ml; side cheek (right) 2.8ml; side cheek (left) 3.5ml; marionette (right) 2.1ml; marionette (left) 1.4ml; philtrum (right) 0.7ml; jaw line (right) 0.7ml; nasolabial fold (right) 0.7ml; and nasolabial fold (left) 0.7ml. The injection sites were massaged following the procedure. On the same day, the patient received botox [botulinum toxin type a] injections to facial areas by the physician. On (B)(6) 2023, the patient underwent a massage of the treatment areas and received additional botox injections to unknown facial areas by the physician. On (B)(6) 2023, the patient received the second treatment with sculptra. At that time, her blood pressure was 155/76 mmhg, and her pulse rate was 74 times per minute. The sculptra injection sites and volumes injected during the second treatment included temples (right): 0.7 ml, temples (left): 0.7 ml, front cheek (right): 2.1 ml, front cheek (left): 2.1 ml, side cheek (right): 1.4 ml, side cheek (left): 2.1 ml, under-eye (right): 0.7 ml, under-eye (left): 0.7 ml, marionette (right): 0.7 ml, philtrum (right): 0.7 ml, philtrum (left): 0.7 ml, jaw line (right): 2.1 ml, jaw line (left): 2.1 ml, under-lip (right): 0.7 ml, under-lip (right): 1.4 ml, and nasolabial fold (left) 0.7ml. The injection sites were massaged following the procedure. On (B)(6) 2023, the patient underwent a massage of the treatment areas. On (B)(6) 2024, the patient received the third treatment with sculptra. At that time, her blood pressure was 157/72 mmhg, and her pulse rate was 75 times per minute. The sculptra injection sites and volumes injected during the third treatment included temple (right): 0.7ml, temple (left): 0.7ml, front cheek (right): 2.1 ml, front cheek (left): 2.1 ml, side cheek (right): 1.4 ml, side cheek (left): 2.1 ml, under-eye (right): 1.4 ml, under-eye (left): 0.7 ml, marionette (right): 0.7 ml, marionette (left): 0.7 ml philtrum (right): 1.4 ml, philtrum (right): 1.4ml, jaw line (right): 2.1 ml, jaw line (left): 2.1ml, under-lip (right): 1.4 ml, under lip (right): 1.4 ml, nasolabial (left): 0.7 ml, nasolabial fold (right): 0.7 ml, and nasolabial fold (left) 0.7ml. On 12-jan-2024, the patient underwent a massage of the treatment areas.. On (B)(6) 2024, the patient presented with swollen/oedema (implant site oedema) cheeks that had been present for a week prior to the clinic visit. She was diagnosed with infectious dermatitis (dermatitis infected) and allergic contact dermatitis (dermatitis contact) by the physician. As corrective treatment, the patient received high-frequency laser therapy on the cheeks and ear lines, intramuscular injections of lincomycin [lincomycin] (1 ampoule), dexa [dexamethasone] (1 ampoule), and a 10ml vascular injection of selenium [selenium]. The physician prescribed oral medications and recommended the application of a cold bag to the face. The oral medications included genuone loxoprofen sodium [loxoprofen sodium dihydrate] 1 tab, 60mg per oral, three times a day), ceclor mr [cefaclor monohydrate] 1tab, 375mg per oral, three times a day, hydro [hydrocortisone] 1 tab, per oral, three times a day, and almagel [almagate] 1 tab, per oral, three times a day. On (B)(6) 2024, the patient reported improvement in her symptoms. As treatment, she received high-frequency laser therapy on the cheeks and ear lines, intramuscular injections of lincomycin (1 ampoule), dexa (1 ampoule), and a 10ml vascular injection of selenium. On (B)(6) 2024, the patient experienced a warm feeling (implant site warmth) and oedema on her cheeks starting from the night of (B)(6) 2024. Her mouth was also swollen, making it difficult to open. As treatment, the patient received high-frequency laser therapy on the cheeks and ear lines, intramuscular injections of lincomycin (1 ampoule), dexa (1 ampoule), and a 10ml vascular injection of selenium. On (B)(6) 2024, the physician diagnosed allergic reaction (implant site hypersensitivity). Her symptoms were recovering. As treatment, the patient received high-frequency laser therapy on the cheeks and ear lines, intramuscular injections of lincomycin (1 ampoule), dexa 1 (ampoule), and a 10ml vascular injection of selenium. On (B)(6) 2024 and (B)(6) 2024, the patient complained of pain/tenderness (implant site pain) from the jawlines to the upper cheeks. As treatment, the patient received high-frequency laser therapy on the cheeks and ear lines, intramuscular injections of lincomycin (1 ampoule), dexa 1 (ampoule), and a 10ml vascular injection of selenium. On (B)(6) 2024, the patient noticed that the pain from jawlines to the upper cheeks was recovering, but her left cheek was still swelling. As treatment, the patient received high frequency laser on her cheeks and ear lines, intramuscular injections of lincomycin (1 ampoule), dexa 1 (ampoule), and a 10ml vascular injection of selenium. On (B)(6) 2024, the patient consulted the doctor due to pain and swelling in the mouth and cheeks. She was treated with a stent for myocardial infarction on a day between (B)(6) 2023 and (B)(6) 2024. She received cooling treatment on her cheeks, ear lines, intramuscular injections of lincomycin (1 ampoule), dexa 1 (ampoule), and a 10ml vascular injection of selenium. Additionally, she received cryocell for 5 minutes, soothing gel, and izencia on her face. On (B)(6) 2024, her symptoms were recovering. However, she complained of pain when the physician palpated her face. She then received cryocell on her cheeks, ear lines, intramuscular injections of lincomycin (1 ampoule), dexa 1 (ampoule), and a 10ml vascular injection of selenium. On (B)(6) 2024, her symptoms continued to improve. She reported that the facial clumps (implant site mass) were also improving. She received ucell on her cheeks and intramuscular injections of lincomycin (1 ampoule), dexa 1 (ampoule), and a 10ml vascular injection of selenium. On (B)(6) 2024, the patient was recovering. She received ucell on her cheeks, ear lines, and intramuscular injections of lincomycin (1 ampoule), dexa 1 (ampoule), and a 10ml vascular injection of selenium. On (B)(6) 2024, (B)(6) 2024 and (B)(6) 2024, her symptoms were resolving. The clumps were still palpable on her face. The physician recommended to apply a warm pack on the face and injected a total of 0.6ml of betamethasone [betamethasone] to her cheeks (0.3ml right, 0.3ml left). The patient also received ucell on her cheeks, ear lines, along with a 10ml vascular injection of selenium. Since (B)(6) 2024, the patient was treated with keistatin [azelastine hydrochloride] 1 tab, per oral, twice a day. On (B)(6) 2024, the patient experienced tenderness on face. The clumps were still palpable on the face. As treatment, the patient received high-frequency laser therapy on her cheeks and ear lines, intramuscular injections of lincomycin (1 ampoule), dexa 1 (ampoule), and a 10ml vascular injection of selenium. On (B)(6) 2024, the patient reported facial swelling and pain starting from the evening of (B)(6) 2024, and difficulty opening her mouth. As treatment, the patient received ucell, high-frequency laser therapy on her cheeks and ear lines, intramuscular injections of lincomycin (1 ampoule), dexa 1 (ampoule), and a 10g vascular injection of an unspecified vitamin. On (B)(6) 2024, her facial swelling and pain were resolving, and the face clumping was improving. She was recommended to use warm pack. The patient received high-frequency laser therapy on her cheeks and ear lines, intramuscular injections of lincomycin (1 ampoule), dexa 1 (ampoule), and a 10g vascular injection of an unspecified vitamin. On (B)(6) 2024 and (B)(6) 2024, the patient still experienced facial swelling and pain, but the symptoms were resolving. She received high-frequency laser therapy on her cheeks, ear lines, and temples, along with intramuscular injections of lincomycin (1 ampoule), dexa 1 (ampoule), and a 10g vascular injection of an unspecified vitamin. On (B)(6) 2024, the physician still palpated clumps on her face. As treatment, the physician injected a total of 0.6ml of betamethasone to cheeks (0.4ml right, 0.2ml left). She received high-frequency laser therapy on her cheeks, ear lines, and temples, and a 10g vascular injection of an unspecified vitamin. On (B)(6) 2024 and (B)(6) 2024, the patient still felt clumps on her face. As treatment, the doctor injected a total of 0.9 ml of betamethasone to cheeks (0.4ml right, 0.5ml left). She received high-frequency laser therapy on her cheeks, ear lines, and temples, and a 10g vascular injection of an unspecified vitamin. On (B)(6) 2024 and (B)(6) 2024, the physician still palpated clumps on her face. As treatment, the doctor injected a total of 1.2ml of betamethasone on cheeks (0.7ml right, 0.5ml left). She received high-frequency laser therapy on her cheeks, ear lines, and temples, and a 10g vascular injection of an unspecified vitamin. On (B)(6) 2024, the patient reported her symptoms were resolving. As treatment, the physician injected a total of 0.9ml of betamethasone to cheeks (0.6ml right, 0.3ml left). She received high-frequency laser therapy on her cheeks, ear lines, and temples, and a 10g vascular injection of an unspecified vitamin. On (B)(6) 2024, the patient reported experiencing facial edema and pain since (B)(6) 2024. As treatment, the patient received high-frequency laser therapy on her cheeks, ear lines, and temples, along with intramuscular injections of lincomycin (1 ampoule), dexa 1 (ampoule), and a 10ml vascular injection of selenium. On (B)(6) 2024, the patient observed that her symptoms were resolving. As treatment, the patient received high-frequency laser therapy on her cheeks, ear lines, and temples, along with intramuscular injections of lincomycin (1 ampoule), dexa 1 (ampoule), and a 10ml vascular injection of selenium. On (B)(6) 2024, the physician still palpated clumps on the patient's face. As treatment, the patient received high-frequency laser therapy on her cheeks, ear lines, and temples, along with intramuscular injections of lincomycin (1 ampoule), dexa 1 (ampoule), and a 10ml vascular injection of selenium. On (B)(6) 2024, additional information was reported by the reporting physician. The patient had consulted another plastic surgeon on an unknown date. Following the consultation, the surgeon advised the patient to stop all treatments and to monitor her symptoms. Additionally, the surgeon indicated that long-term treatments would be necessary. At the time of reporting, her symptoms were waxing and waning. The reporter assessed the severity of the events as moderate and causality as not assessable. Outcome at the time of the report: swollen/oedema was not recovered/not resolved/ongoing. Infectious dermatitis was not recovered/not resolved/ongoing. Allergic contact dermatitis was not recovered/not resolved/ongoing. Warm feeling was not recovered/not resolved/ongoing. Allergic reaction was not recovered/not resolved/ongoing. Pain/tenderness was not recovered/not resolved/ongoing. Clumps was not recovered/not resolved/ongoing. Sculptra was reconstituted with 8.2ml of sterile water/injected using 21 gauge (cannula) or 22 gauge(cannula), 23 gauge (sharp) was recovered/resolved. Tracking list: v.0 initial. V.1 fu received on 10-sep-2024 from the same reporter: information regarding patient demographics, consultation with another plastic surgeon and recommendations was provided.

Event description:
Case reference number: (B)(4) is a spontaneous report sent on 29-jul-2024 by a physician concerning a 71-year-old female patient. The medical history of patient included cerebral infarction in 2021 and heart failure. The treatment and procedure history included unspecified medications for heart failure for 7-8 years as well as ipl, toning and tca peeling/clarity toning performed 12 times by the physician in 2016. The patient was not pregnant. No information regarding a history of allergies or previous filler treatments has been provided. The sculptra was reconstituted by mixing 8.2 ml of sterile water [water for injection] and 2.2 ml of lidocaine [lidocaine]. The sculptra treatment was performed using a 21-gauge cannula or a 22-gauge cannula for the entire face, and a 23-gauge sharp (presumably a needle) for the temple areas. The sculptra was reconstituted with 8.2ml of sterile water/injected using 21 gauge (cannula) or 22 gauge(cannula), 23 gauge (sharp) (intentional device misuse). On (B)(6) 2023, the patient received the first treatment with sculptra. At that time, her blood pressure was 144/66 mmhg, and her pulse rate was 71 times per minute. The sculptra injection sites and volumes injected during the first treatment included temple (right) 1.4ml; temples (left) 1.4ml; front cheek (right) 1.4ml; front cheek (left) 1.4ml; side cheek (right) 2.8ml; side cheek (left) 3.5ml; marionette (right) 2.1ml; marionette (left) 1.4ml; philtrum (right) 0.7ml; jaw line (right) 0.7ml; nasolabial fold (right) 0.7ml; and nasolabial fold (left) 0.7ml. The injection sites were massaged following the procedure. On the same day, the patient received botox [botulinum toxin type a] injections to facial areas by the physician. On (B)(6) 2023, the patient underwent a massage of the treatment areas and received additional botox injections to unknown facial areas by the physician. On (B)(6) 2023, the patient received the second treatment with sculptra. At that time, her blood pressure was 155/76 mmhg, and her pulse rate was 74 times per minute. The sculptra injection sites and volumes injected during the second treatment included temples (right): 0.7 ml, temples (left): 0.7 ml, front cheek (right): 2.1 ml, front cheek (left): 2.1 ml, side cheek (right): 1.4 ml, side cheek (left): 2.1 ml, under-eye (right): 0.7 ml, under-eye (left): 0.7 ml, marionette (right): 0.7 ml, philtrum (right): 0.7 ml, philtrum (left): 0.7 ml, jaw line (right): 2.1 ml, jaw line (left): 2.1 ml, under-lip (right): 0.7 ml, under-lip (right): 1.4 ml, and nasolabial fold (left) 0.7ml. The injection sites were massaged following the procedure. On (B)(6) 2023, the patient underwent a massage of the treatment areas. On (B)(6) 2024, the patient received the third treatment with sculptra. At that time, her blood pressure was 157/72 mmhg, and her pulse rate was 75 times per minute. The sculptra injection sites and volumes injected during the third treatment included temple (right): 0.7ml, temple (left): 0.7ml, front cheek (right): 2.1 ml, front cheek (left): 2.1 ml, side cheek (right): 1.4 ml, side cheek (left): 2.1 ml, under-eye (right): 1.4 ml, under-eye (left): 0.7 ml, marionette (right): 0.7 ml, marionette (left): 0.7 ml philtrum (right): 1.4 ml, philtrum (right): 1.4ml, jaw line (right): 2.1 ml, jaw line (left): 2.1ml, under-lip (right): 1.4 ml, under lip (right): 1.4 ml, nasolabial (left): 0.7 ml, nasolabial fold (right): 0.7 ml, and nasolabial fold (left) 0.7ml. On (B)(6) 2024, the patient underwent a massage of the treatment areas. On (B)(6) 2024, the patient presented with swollen/oedema (implant site oedema) cheeks that had been present for a week prior to the clinic visit. She was diagnosed with infectious dermatitis (dermatitis infected) and allergic contact dermatitis (dermatitis contact) by the physician. As corrective treatment, the patient received high-frequency laser therapy on the cheeks and ear lines, intramuscular injections of lincomycin [lincomycin] (1 ampoule), dexa [dexamethasone] (1 ampoule), and a 10ml vascular injection of selenium [selenium]. The physician prescribed oral medications and recommended the application of a cold bag to the face. The oral medications included genuone loxoprofen sodium [loxoprofen sodium dihydrate] 1 tab, 60mg per oral, three times a day), ceclor mr [cefaclor monohydrate] 1tab, 375mg per oral, three times a day, hydro [hydrocortisone] 1 tab, per oral, three times a day, and almagel [almagate] 1 tab, per oral, three times a day. On (B)(6) 2024, the patient reported improvement in her symptoms. As treatment, she received high-frequency laser therapy on the cheeks and ear lines, intramuscular injections of lincomycin (1 ampoule), dexa (1 ampoule), and a 10ml vascular injection of selenium. On (B)(6) 2024, the patient experienced a warm feeling (implant site warmth) and oedema on her cheeks starting from the night of (B)(6) 2024. Her mouth was also swollen, making it difficult to open. As treatment, the patient received high-frequency laser therapy on the cheeks and ear lines, intramuscular injections of lincomycin (1 ampoule), dexa (1 ampoule), and a 10ml vascular injection of selenium. On (B)(6) 2024, the physician diagnosed allergic reaction (implant site hypersensitivity). Her symptoms were recovering. As treatment, the patient received high-frequency laser therapy on the cheeks and ear lines, intramuscular injections of lincomycin (1 ampoule), dexa 1 (ampoule), and a 10ml vascular injection of selenium. On (B)(6) 2024, the patient complained of pain/tenderness (implant site pain) from the jawlines to the upper cheeks. As treatment, the patient received high-frequency laser therapy on the cheeks and ear lines, intramuscular injections of lincomycin (1 ampoule), dexa 1 (ampoule), and a 10ml vascular injection of selenium. On (B)(6) 2024, the patient noticed that the pain from jawlines to the upper cheeks was recovering, but her left cheek was still swelling. As treatment, the patient received high frequency laser on her cheeks and ear lines, intramuscular injections of lincomycin (1 ampoule), dexa 1 (ampoule), and a 10ml vascular injection of selenium. On (B)(6) 2024, the patient consulted the doctor due to pain and swelling in the mouth and cheeks. She was treated with a stent for myocardial infarction on a day between on (B)(6) 2023 and on (B)(6) 2024. She received cooling treatment on her cheeks, ear lines, intramuscular injections of lincomycin (1 ampoule), dexa 1 (ampoule), and a 10ml vascular injection of selenium. Additionally, she received cryocell for 5 minutes, soothing gel, and izencia on her face. On (B)(6) 2024, her symptoms were recovering. However, she complained of pain when the physician palpated her face. She then received cryocell on her cheeks, ear lines, intramuscular injections of lincomycin (1 ampoule), dexa 1 (ampoule), and a 10ml vascular injection of selenium. On (B)(6) 2024, her symptoms continued to improve. She reported that the facial clumps (implant site mass) were also improving. She received ucell on her cheeks and intramuscular injections of lincomycin (1 ampoule), dexa 1 (ampoule), and a 10ml vascular injection of selenium. On (B)(6) 2024, the patient was recovering. She received ucell on her cheeks, ear lines, and intramuscular injections of lincomycin (1 ampoule), dexa 1 (ampoule), and a 10ml vascular injection of selenium. On (B)(6) 2024, her symptoms were resolving. The clumps were still palpable on her face. The physician recommended to apply a warm pack on the face and injected a total of 0.6ml of betamethasone [betamethasone] to her cheeks (0.3ml right, 0.3ml left). The patient also received ucell on her cheeks, ear lines, along with a 10ml vascular injection of selenium. Since on (B)(6) 2024, the patient was treated with keistatin [azelastine hydrochloride] 1 tab, per oral, twice a day. On (B)(6) 2024, the patient experienced tenderness on face. The clumps were still palpable on the face. As treatment, the patient received high-frequency laser therapy on her cheeks and ear lines, intramuscular injections of lincomycin (1 ampoule), dexa 1 (ampoule), and a 10ml vascular injection of selenium. On (B)(6) 2024, the patient reported facial swelling and pain starting from the evening on (B)(6) 2024, and difficulty opening her mouth. As treatment, the patient received ucell, high-frequency laser therapy on her cheeks and ear lines, intramuscular injections of lincomycin (1 ampoule), dexa 1 (ampoule), and a 10g vascular injection of an unspecified vitamin. On (B)(6) 2024, her facial swelling and pain were resolving, and the face clumping was improving. She was recommended to use warm pack. The patient received high-frequency laser therapy on her cheeks and ear lines, intramuscular injections of lincomycin (1 ampoule), dexa 1 (ampoule), and a 10g vascular injection of an unspecified vitamin. On (B)(6) 2024, the patient still experienced facial swelling and pain, but the symptoms were resolving. She received high-frequency laser therapy on her cheeks, ear lines, and temples, along with intramuscular injections of lincomycin (1 ampoule), dexa 1 (ampoule), and a 10g vascular injection of an unspecified vitamin. On (B)(6) 2024, the physician still palpated clumps on her face. As treatment, the physician injected a total of 0.6ml of betamethasone to cheeks (0.4ml right, 0.2ml left). She received high-frequency laser therapy on her cheeks, ear lines, and temples, and a 10g vascular injection of an unspecified vitamin. On (B)(6) 2024, the patient still felt clumps on her face. As treatment, the doctor injected a total of 0.9 ml of betamethasone to cheeks (0.4ml right, 0.5ml left). She received high-frequency laser therapy on her cheeks, ear lines, and temples, and a 10g vascular injection of an unspecified vitamin. On (B)(6) 2024, the physician still palpated clumps on her face. As treatment, the doctor injected a total of 1.2ml of betamethasone on cheeks (0.7ml right, 0.5ml left). She received high-frequency laser therapy on her cheeks, ear lines, and temples, and a 10g vascular injection of an unspecified vitamin. On (B)(6) 2024, the patient reported her symptoms were resolving. As treatment, the physician injected a total of 0.9ml of betamethasone to cheeks (0.6ml right, 0.3ml left). She received high-frequency laser therapy on her cheeks, ear lines, and temples, and a 10g vascular injection of an unspecified vitamin. On (B)(6) 2024, the patient reported experiencing facial edema and pain since on (B)(6) 2024. As treatment, the patient received high-frequency laser therapy on her cheeks, ear lines, and temples, along with intramuscular injections of lincomycin (1 ampoule), dexa 1 (ampoule), and a 10ml vascular injection of selenium. On (B)(6) 2024, the patient observed that her symptoms were resolving. As treatment, the patient received high-frequency laser therapy on her cheeks, ear lines, and temples, along with intramuscular injections of lincomycin (1 ampoule), dexa 1 (ampoule), and a 10ml vascular injection of selenium. On (B)(6) 2024, the physician still palpated clumps on the patient's face. As treatment, the patient received high-frequency laser therapy on her cheeks, ear lines, and temples, along with intramuscular injections of lincomycin (1 ampoule), dexa 1 (ampoule), and a 10ml vascular injection of selenium. On (B)(6) 2024, additional information was reported by the reporting physician. The patient had consulted another plastic surgeon on an unknown date. Following the consultation, the surgeon advised the patient to stop all treatments and to monitor her symptoms. Additionally, the surgeon indicated that long-term treatments would be necessary. On (B)(6) 2024, additional information was reported by the reporting physician. The patient had seen the plastic surgeon on (B)(6) 2024. The plastic surgeon explained that the patient's symptoms were improving. The surgeon recommended taking singulair tablet for pain and recommended for comprehensive medical testing due to low cortisol level. The patient took singulair tablet [montelukast sodium] for facial pain a few days after patient lastly saw the surgeon. The reporter assessed the severity of the events as moderate and causality as not assessable. Outcome at the time of the report: swollen/oedema was recovering/resolving. Infectious dermatitis was recovering/resolving. Allergic contact dermatitis was recovering/resolving. Warm feeling was recovering/resolving. Allergic reaction was recovering/resolving. Pain/tenderness was recovering/resolving. Clumps was recovering/resolving. Sculptra was reconstituted with 8.2ml of sterile water/injected using 21 gauge (cannula) or 22 gauge (cannula), 23 gauge (sharp) was recovered/resolved. Tracking list: v.0 initial v.1 fu received on 10-sep-2024 from the same reporter: information regarding patient demographics, consultation with another plastic surgeon and recommendations was provided. V.2 fu received on 07-oct-2024 from the same reporter: device implant date, outcome of the events and corrective treatment details were updated.

Manufacturer narrative:
Company comment: the serious event of dermatitis infected, dermatitis contact and hypersensitivity at implant site and the non-serious events of warmth, oedema, mass, and pain at implant site were considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions to prevent permanent damage. The potential root cause includes injection procedure associated with inadequate aseptic technique and/or the patient's hypersensitivity to the product. Alternative etiology could include undisclosed/undiagnosed medical conditions, which could lead to a hypersensitivity reaction in patients treated with sculptra. The sculptra was intentionally misused with regards to dilution and cannula use. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure or the product. Lot number was not reported, and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted until further information is received. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.